Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there appeared to be a timing offset of approximately 200ms between the surface trace and the telemetry traces. This occurred with three separate patients. A boston scientific technical services consultant discussed the issue and trouble shooting with the caller. No adverse patient effects were reported.